Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was reading inaccurately high. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the meter issue started 2 days prior to her contacting lfs on (B)(6) 2018, when she obtained an alleged inaccurately high blood glucose result of ¿328 and 31 mg/dl¿ on the subject meter compared to ¿31 mg/dl¿ on another device. The blood tests were performed greater than 20 minutes apart. It is un clear the specifics of how the patient manages her diabetes, but she reported that in response to the alleged inaccurate high result, she administered extra insulin. After the administering the insulin, the patient alleges she developed symptoms of ¿hypoglycemia and unconscious¿. She was taken to the emergency room and received treatment (unknown what the treatment was). The patient reported she spent 2 days as an inpatient. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and that the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.